Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received multiple shocks due to a ventricular tachycardia (vt) involving this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the smartpass filter was off and an inquiry regarding the reason the smartpass filter was off was sent for technical services (ts) review. Ts reviewed the recorded episode and noted that the smartpass episode showed oversensing of non-physiological artifacts and discussed further troubleshooting. At this time the device remains implanted. No adverse patient effects were reported.